Event description:
Info rec'd that the head of bed will not go up. No injury reported.

Manufacturer narrative:
Technician found the head of bed will not raise up. Replaced the head up hydraulic valve to resolve this issue.